Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not wearing sensor due to having some issues and did not realized that blood glucose was elevating. Customer's blood glucose was 475 mg/dl, which was treated with bolus delivery. Customer did not go to the hospital.